Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's physician reported via phone call that the customer was hospitalized for high blood glucose. Customer's blood glucose was over 700 mg/dl. Customer was advised to call back to troubleshoot. The insulin pump will not be returned for analysis.